Event description:
Rptr had a 2 level fusion to the l4-l5 and l5-s1 region with instrumentation. About 5-6 months after surgery rptr began having extreme back pain, swelling, urinary frequency, bowel problems, aching and swelling joints, combined with fatigue. After about 4 months of this physician decided the hardware was the problem. So rptr had surgery to take it out.